Event description:
It was reported that the patient was admitted to the emergency room experiencing dyspnea. A loss of capture was observed on the right ventricular lead. The physician suspected a perforation to have occurred but no effusion nor further evidence of perforation were present. The lead was explanted and replaced on (B)(6) 2014. The patient was released from the hospital and was noted to be doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).